Event description:
This pt has a long history of stenting and thrombosis. On (B)(6) 2004 original stents to lad were placed at an outlying facility. On (B)(6) 2005 pt presents with stemi, films reveal 99% stenosis with large clot burden in stented segment of proximal and mid lad. A 3.0 x 15 quantum maverick to dilate, and 3.0 x 23 cypher stent is placed. Plavix was on his home med list on arrival, no mention of pt having stopped it. Discharged on medications including asa and plavix. On (B)(6) 2006 pt presents with stemi. Pt stopped plavix several months prior, but it is unclear why. Films reveal 100% occluded proximal lad with large clot. Thrombectomy performed, 3.0x15 quantum maverick to dilate, and a 3.0x18 multi link vision placed. Pt discharged on medications including asa and plavix. On (B)(6) 2012 pt is transferred from outlying facility with stemi. On (B)(6) 2012 pt had presented to outlying facility with cva with left hemiparesis. It appears that asa and plavix were stopped at that time. Films now reveal 100% occluded proximal lad with thrombus. Thrombectomy performed, and a 2.25x28 xience nano, and a 2.25x15 xience nano placed, and 2.5x15 nc trek otw, and 3.0x20 nc quantum apex rx to post dilate. Pt discharged on medications including asa and plavix. On (B)(6) 2012 pt transferred from outlying facility with stemi. Films reveal 100% occluded proximal lad with thrombus. Plavix is on his home medications list, and although it is not documented when his last dose was, there is also no documentation that he stopped it. Thrombectomy performed, 2.25x15 nc quantum apex mr, 2.5x20 trek rx, and 3.25x20 nc quantum apex mr to restore timi iii flow. No stents placed at this time. Medications given in the ccl include asa, heparin, reopro, and prasugrel. Pt is discharged (B)(6) 2012 on medications including asa and prasugrel.